Event description:
Several patients reported to be ill with symptoms of pseudomonas infection and have since been treated successfully with antibiotics. However, no patient had positive blood or stool cultures. There are also have not been any positive cultures from endoscopes. It appears that the only positive cultures obtained have been from the washer and it's incertain where these cultures were taken from. If the cultures were taken from the exit drain sites, its logical that there would be bacteria present at this site. It also appears that patients are becoming sick regardless of whether they are treated with scopes reprocessed in the washer or manually reprocessed endoscoped. It has been suggested that reprocessing chemicals which were not completely rinsed from scopes may have caused patients to become ill. This has been suggested due to the fact that even though thew hospital discontinued use of the washer, patients have still been developing the same symptoms. An olympus rep. Has visited the hospital in orser to perform an in-service training course for the purpose of further instructing the hospital on methods of reprocessing scopes manually.